Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (will not stay latched, code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The cause of the service code was intermittent communication between the monitor and electrode belt due to the damaged connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was unable to securely latch to a monitor and was producing service code 204 (belt/monitor unusable).